Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported that 9 months after the dental implant was installed in intraoral region #8, it was verified its loss of osseointegration. Thirty ncm of primary stability was achieved and immediate load was not performed. The patient presented insufficient bone quality/ quantity (bone type iii) and fenestration occurred during surgery.